Manufacturer narrative:
(B)(4) the laser machine was examined and tested at the customer location by an abbott field service specialist (fss).the fss found the slit motor would not close back up after opening. The fss replaced the beam slit motor (bsm) assembly and calibrated the new bsm. The fss aligned the optical system including the cameras. The field service specialist (fss) performed a checklist and verified all modes of operations. The unit meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported during a laser treatment of a hyperopia case, the laser had stopped at about one third of the procedure with a slit motor failure. The surgery center indicated it was on the first eye, when the failure occurred. The surgery center attempted multiple times to clear the error but was unsuccessful. The procedure was completed using a nidek laser.